Event description:
During in clinic follow-up, an event of noise which resulted in oversensing and mode switch on the right atrial (ra) lead. Reprogramming of the device was performed to resolve this event. The patient was stable and will continue to be monitored.